Event description:
7,000 mg methotrexate, 50 meq sodium bicarbonate, in 1000 ml d5w infused @ 500 ml/hr over 2 hours via l [left] sl [single lumen] port, infusion started @ 0138. Pump beeped stating infusion complete @ approx 0340. Upon assessment approx 500 ml of methotrexate still left in bag. Pump switched out, infusion reprogrammed w/ [with] second chemo rn, [redacted]. Overnight chemo fellow, [redacted], md, reached out to regarding issue, stating to document it and let the covering provider know. Provider, [redacted], md, contacted regarding issue. Rn rounding on pt @ approx 0450, still a significant amount of mtx [methotrexate] left in bag. Off shift apsm [redacted], rn to bedside. Pumped switched out to a different third pump. On the 3rd pump, it kept beeping "load set" although the set was already loaded. Rns reloaded set and finally the rest of chemo ran and finished at 0605. Of note, the pump settings were verified with each pump change and the pre-hydration infused in 4 hours (as it is supposed to) on the initial pump. This leads me to believe that the issue lies with the methotrexate tubing. The tubing has been sequestered for evaluation.product discarded according to chemo handling policy.